Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a metasul durom component for femur, cemented, a, 44/j on the right side on (B)(6) 2008 and the patient underwent revision surgery on (B)(6) 2008 due to loosening.